Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the picture provided with this report because the product said to be involved was not provided to cook for evaluation. A photo of the lot number was not provided. Review of the photo received confirmed the complaint and shows the barrel with 3 bands remaining on it with the trigger cord in a looped position and not in place under the bands. The deployment beads from the bands that are no longer remaining on the barrel can be seen on the hanging portion of the trigger cord legs. No other details can be determined from the picture. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for an endoscopic variceal ligation (evl), the physician prepared to use a cook 6 shooter saeed multi-band ligator. During the pre-procedure, it was identified that the trigger cord was incorrectly mounted on the barrel with both ends of the trigger cord mounted on the same side of the barrel. This would have caused difficulty deploying the bands. This occurred prior to patient contact; there was no impact to the patient. In addition, the user sustained no clinical consequence and there were no adverse effects to the user.